Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Facility is keeping ownership of device for the time being.

Event description:
It was reported that the implant needed to be removed from the patient. After a year of chemotherapy and radiation, the skin by the incision closure began to deteriorate.

Manufacturer narrative:
Because pictures that show the complained failure were not returned it is not possible to confirm the reported event. As stated in the event description the surgeon said the skin closure deterioration was likely due to the multiple surgeries and radiation (side effects). According to the statement of the senior specialist clinical affairs, the occurred deterioration (that can result in a plate exposure) can be related to perioperative radiation. Thus it is not product related. In the related IFU is stated that the safety and effectiveness of peek customized cranial implant is not known when used in patients who have undergone or who are to undergo radiation therapy at or near the implant site. Therefore the reported can be attributed to the side effects of the reported radio theraphy and not related to the complained implant. Based on the statistical evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that the implant needed to be removed from the patient. After a year of chemotherapy and radiation, the skin by the incision closure began to deteriorate.